Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. UDI not available for this system at time of filing. Device manufacturing date is unavailable at this time. A medtronic representative went to the site to test the equipment. The planar instrument was replaced and the issue resolved. The instruments were inspected and no anomalies were found. A full system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a cervical spinal fusion procedure there was an alleged inaccuracy with the navigation system. It was reported that the planar probe was inaccurate by 1-2mm during navigation. Other probes were used instead and the procedure was completed by using the same navigation system without issue. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
New information received on device analysis. The planar passive ball was returned to the manufacturer for analysis. Analysis found that the instrument performed as intended. No fault found. A medtronic representative went to the site to test the equipment. Testing revealed that no fault was found. The system passed the system checkout and was found to be fully functional.